Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of lumbar spinal canal stenosis. It was a revision surgery. The first operation was l4/5 cbt-plif. After the first operation, the screw of l4 was cut out and extension to l3-s1 (l5/s plif) was performed in the second operation. After that, l5/s cage backed out. There were patient symptoms or complications as a result of this event. Neurological symptoms were reported due to cage back out. Reoperation is done on (B)(6) 2021. L3 to s1 were fixed, and l3 and s1 are replaced with one size thicker screw. Screw was newly inserted into s2. The backed out cage was removed and a tall cage was newly inserted. L3 to s2 were fixed with dual rods.